Manufacturer narrative:
If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Event description:
Pt called to report an incident with new lenses. The pt states opened a fresh lens and rinsed it in b&l sensitive eyes solution, as is their usual habit. The pt stated the left lens was a little uncomfortable but continued to wear it. The lens became increasingly uncomfortable during the day. The pt went to the local emergency department that evening with pain and redness and received a diagnosis of corneal abrasion os and a secondary diagnosis of "traumatic iritis." The pt was referred to an ophthalmologist. The pt was seen by the ophthalmologist in 2007, and diagnosed with an abrasion. The pt was using tobradex and instructed to discontinue contact lens wear. Follow up with the pt the following month, reveals continued blurred vision os. The pt states the abrasion has healed. The ophthalmologist has not responded to multiple requests for information. Two lenses in a lens case were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for diameter, base curve and center thickness. An edge chip was observed on one lens and an edge tear was observed on the other lens. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.